Event description:
The device was used to administer device defibrillator energy to a pt at 200 joules using standard paddles. Pt data was not reported. Reportedly, the device would not discharge energy to the pt at 300 joules. The observation or observations upon which this allegation was based was not reported. With the next attempt the device did discharge successfully. The pt was resuscitated.